Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the patient had pneumothorax. The surgeon had to inset chest tube and inflate the lung to resolve the issue. The physician was able to complete the enb portion of the case.